Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/2/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational narrative: complaint sample: 03 photographs of foil, zipper tray, bent, broken needles with suture were received for investigation for code vp2465 lot t0003 for investigation. Received sample photos were visually inspected and compared with specimen artwork of product code vp2465 and lot t0003. Upon visual inspection it has been observed that provided (photographs) of complaint sample were matching with specimen artwork attached to batch record. Provided photographs are of genuine ethicon manufactured product. However, in absence of physical sample what contributed in needle bending and breakage could not be confirmed basis photographic evaluation. Retain sample analysis: five retain samples of needle mrn vq28300002 and vq28300003 were retrieved for analysis. The needle retain samples were visually inspected for physical appearance, curvature, point, length etc, and attribute defects such as bend, cracked barrel, fins were found satisfactory. Bore diameter, wire diameter and bore depth test results were found to be meeting specification requirement. No defects were observed in the retain sample. Raw material release records were reviewed and same found to be meeting specification requirements. The above analysis shows that there was no issue related to processing of the lot. All the values are within the limits. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 3/14/2022 h6 component code: g07002 no device problem found h3 investigational summary: complaint sample: 02 opened complaint samples labelled as pc-(B)(4). Received for investigation. Complaint sample consist of 2 sutures and 02 needles attached to a suture (one bent at multiple places and one broken). No primary of secondary packaging material or product identifiers were received for investigation. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. Received needles were visually inspected under magnification and it has been observed that several user instrument marks and bent up appearance right behind the bend and break area were observed. This indicated that the needles were grasped with force. Received suture was visually inspected and found satisfactory. Retain sample analysis: five retain samples of needle mrn (B)(6) and (B)(6) were retrieved for analysis. The needle retain samples were visually inspected for physical appearance, curvature, point, length etc, and attribute defects such as bend, cracked barrel, fins were found satisfactory. Bore diameter, wire diameter and bore depth test results were found to be meeting specification requirement. No defects were observed in the retain sample. Raw material release records were reviewed and same found to be meeting specification requirements. The above analysis shows that there was no issue related to processing of the lot. All the values are within the limits. Based on the above investigation this is not a confirmed complaint. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/4/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: lot t0003 is associated to product code nw2316 and not to vp2465. Please clarify both product code and lot associated with this complaint file. Pls note t0003 is the lot number of vp2465, refer to the attached pic for ref under "notes and attachment" a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Date sent to the FDA: 11/4/2021.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot t0003 is associated to product code nw2316 and not to vp2465. Please clarify both product code and lot associated with this complaint file. Additional information was requested, and the following was obtained: what was the name of the procedure? Maxillofacial surgery. What was the procedure date? (B)(6) 2021. What is the lot number? T0003, exp 03/2025. Was there any adverse consequence associated with the patient? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent a maxillofacial procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. There were no patient consequences reported. Additional information was requested.